Event description:
It was reported that wand was sparking outside of the patient. Device did not overheat. No patient or user injury was reported. A backup device was available to complete the procedure with no major delay.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) there may have been an issue with the concomitant wands that could have caused arcing, such as a break in the material of the tip or insulation. There are no indications to suggest the device did not meet product specifications upon release into distribution.